Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse (pdrn) reported the patient experienced abdominal pain, nausea, diarrhea, and cloudy peritoneal effluent fluid prior to being diagnosed. A peritoneal effluent fluid culture was collected and returned positive for staphylococcus epidermis. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. No additional information was provided.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis. The etiology of the peritonitis event is unknown; therefore, causality cannot be established. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, it is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the patient¿s serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse (pdrn) reported the patient experienced abdominal pain, nausea, diarrhea, and cloudy peritoneal effluent fluid prior to being diagnosed. A peritoneal effluent fluid culture was collected and returned positive for staphylococcus epidermis. The patient was treated with an unspecified antibiotic(s) and has recovered from the events. No additional information was provided.